Event description:
It was reported that pump had a crack in the screen that affected display. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.